Event description:
A cartridge alarm was reported during the pumping process, causing the customer to face consistent issues with resuming insulin therapy. Fortunately, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the problematic pump, ensured the customer was informed about new software and upcoming training, and provided steps for returning the defective device. The customer was advised to use multiple daily injections as backup therapy until the replacement pump's arrival.